Manufacturer narrative:
(B)(4). The complaint mr290v humidification chambers are expected but have not yet been returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were found to have a pin-sized hole on the metal base after 48 hours of patient therapy with nebulized drug epoprostenol (which was reported to have a basic ph of 10.2-10.4). It was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). Method: two of the four complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand for investigation. The two returned complaint chambers were visually inspected for the reported damage. Device 1: lot 170601. Device 2: lot 181127. Results: visual inspection revealed that there was a residue found inside both chambers. It was further revealed that there were holes in the base of the returned chambers below the nebulizer inlet port. Conclusion: it is most likely that the use of the nebulizing drug epoprostenol caused the damage to the subject chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for 48 hours before the reported pinholes were observed, which indicates that the subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa".

Event description:
A healthcare facility in louisiana reported, via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were found to have a pin-sized hole on the metal base after 48 hours of patient therapy with nebulized drug epoprostenol (which was reported to have a basic ph of 10.2-10.4). It was confirmed that there was no patient harm.